Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0tqwt, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0tqwt, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that both implantable neurostimulators (ins) had to be removed after implant. Blood had tunneled under both stimulators and they both had to be removed. Both devices kept coming out of the incision. This occurred on (B)(6) 2015. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.